Event description:
Ref importer report (B)(4).

Manufacturer narrative:
We informed the customer to look for replacement watertrap and verify that the tubing is not damaged. The customer mentioned that he feels that it might be an user error. The only way that the customer can verify accuracy was by performing a gas calibration using scotts medical equipment. The customer will verify setup and call back if needed. The customer ordered scotts equipment as well. No further information provided. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.